Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm during follow-up in clinic. The patient was asymptomatic. Programming changes were performed to decrease sensitivity settings.